Manufacturer narrative:
Unit was received with no button response (act) due to corroded keypad traces. No button error alarm. Unit was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error while working out. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a low blood glucose at the beginning of summer (B)(6) 2017 with blood glucose readings of 50 mg/dl, 53 mg/dl, 62 mg/dl, 59 mg/dl, 88 mg/dl, 80 mg/dl, and 223 mg/dl and 51 mg/dl in (B)(6) 2017. Customer treated with food and no low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.